Manufacturer narrative:
A detailed analysis of the data logs has been performed. This analysis revealed that the activation of the emergency stop button led to the creation of two specific controller files ¿ stfy.dat and pdrv.dat ¿ that prevented the arm connection due to a known software anomaly. The deletion of those two specific controller files solved the issue with no incidence on the device operation or on the emergency stop button functionality. UDI# : (B)(4).

Event description:
During preventative maintenance, the field service engineer (fse) performed test of emergency stop button. As expected, system shut down, but upon restart, the fse was unable to connect to controller. The fse attempted several restarts and power cycles, and also attempted to manually release arm. Emergency stop button was confirmed to be released. The fse connected to controller and confirmed that the two files were created during the shutdown: sfty.dat and pdrv.dat . The fse downloaded these files, then deleted. Upon restart, was able to connect to controller as expected. The fse then repeated emergency stop and again unable to connect to the controller, and confirmed these files were again created and upon deletion could connect to the controller normally.